Event description:
Foley tray system 16 fr with temperature sensor not working. Can not get a temperature reading. I have pulled all products with lot number. Has happened on multiple case in different rooms. Multiple cords have been used also.